Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. The set screw was loose/detached.

Event description:
It was reported that during an implant attempt, the physician was "unable to torque" the right ventricular set screw, and opted to back the set screw out of the device. Another device was successfully implanted. No patient complications have been reported as a result of this event.